Event description:
It was reported that the port was implanted in 2001 for chemo. After three therapy intervals, the catheter was determined to have separated from the port. The catheter was removed via a surgical procedure.